Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported a central venous catheter tubing leaked at the connection with the maxzero tubing. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak was neither confirmed nor replicated. The customer-provided components were functioning effectively during the investigation. No indications of a leak site were observed anywhere along the tubing configuration. The root cause of the reported failure was not determined.

Event description:
The customer reported a central venous catheter tubing leaked at the connection with the maxzero tubing. There was no patient harm.